Event description:
It was reported that the patient presented to the emergency room with episodes of syncope due to intermittent capture on the right ventricular (rv) lead. The rv output was increased and no further episodes of non-capture were observed. It was also reported that the right atrial (ra) lead had high thresholds. X-ray showed lack of slack on the ra and rv leads, and it was felt that the loss of capture was due to the slack issue, requiring higher thresholds at certain positions. The leads were capped and replaced two days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the old system had been inactivated when the new system was implanted. The leads were later capped and the device explanted. It was also reported that the rv lead had high thresholds.